Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available. (B)(4).

Event description:
An optometrist reported that three weeks following bilateral lasik, the patient presented with photophobia in both eyes. The patient reported being sensitive to indoor and outdoor light. The patient was treated with medication eyedrops. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.